Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Standard four strand 8.5mm graftlink graft prepared by surgeon. After cinching the graft into the femoral tunnel. The ar-1588tb-4 was placed on the ar-1588tn and cinched down. As final cinching was happening using the tensioning handles the ar-1588tn broke and pulled out from the graft. The surgeon completed the fixation using the fiberloop sutures from the graftlink tied over the button. There was no evidence that the ar-1588tn had been cut or abraded by anything sharp in the preparation of the graft.